Event description:
In 2009, two viabahn devices were implanted for the treatment of a mid left superficial femoral artery (sfa) stenosis and distal left sfa/popliteal artery occlusion. The devices were placed in the setting of non-healing ulcers. At about two weeks later, the patient was diagnosed with a streptococcal infection and received a leg amputation. The source of the bacteria was presumed to be the patient's foot ulcers; however, the physician was uncertain.

Manufacturer narrative:
The investigation is in progress pending the receipt of additional information. This event involves two devices. Refer to MFR. Report #2017233-2009-00263 for the report on device #2.